Event description:
Implant didn't achieve osseointegration, primary stability not achieved, implant was completely covered with bone, no thread tap used, infection, pain, swelling, bleeding, mobility.